Manufacturer narrative:
The device was not returned for analysis, however, the customer provided video and images of the reported fiber. Review of the video and images from the customer concluded that the fiber broke. Therefore, the reported allegation in this complaint have been confirmed. Based on the information available, it is possible to conclude that the interaction between the user and the device led to the reported issue. Therefore, the most probable cause is unintended use error caused or contributed to event.

Event description:
It was reported that during a procedure to treat a kidney stone, the fiber broke inside the patient. The broken portion was retrieved using graspers and a second fiber was used to complete the procedure. There were no patient complications.

Event description:
It was reported that during a procedure to treat a kidney stone, the fiber broke inside the patient. The broken portion was retrieved using graspers and a second fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis, however, the customer provided video and images of the reported fiber. Review of the video and images from the customer concluded that the fiber broke. Therefore, the reported allegation in this complaint have been confirmed. Based on the information available, it is possible to conclude that the interaction between the user and the device led to the reported issue. Therefore, the most probable cause is unintended use error caused or contributed to event.

Event description:
It was reported that during a procedure to treat a kidney stone, the fiber broke inside the patient. The broken portion was retrieved using graspers and a second fiber was used to complete the procedure. There were no patient complications.